Event description:
It was reported by the customer that their insulin pump was damaged near the battery casing. During troubleshooting, customer was asked if the device showed physical damage and customer stated cracks on the reservoir lip. Next, customer was asked if the battery compartment appeared damaged. Customer stated the battery cap and battery threads are worn. Advised to discontinue use and revert to back up plan. Customer's blood glucose level was 181 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a33 alarm during basic occlusion test and unable to prime at during a33 test due to protrude and loose drive support disk. Unable to perform occlusion test due to a33 alarm. Unit had broken battery tube threads, broken belt clip slot at battery tube threads area, minor scratched lcd window, cracked display window corner and missing end cap sticker. Unit had intermittent button response due to corroded keypad traces. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).